Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm continued to sound when standby time was 1 minute or more. They were unable to pump even when they pressed the start button.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm continued to sound when standby time was 1 minute or more. They were unable to pump even when they pressed the start button. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse calibrated the touch screen, removed dust from inside of the machine, and cleaned the cable connections. A running test was conducted and normal operation was confirmed.